Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: a review of the black box showed no rewind motor errors (cs 078) recorded. During investigation, the pump performed the rewind, load and prime steps successfully and was exercised for 24 hours with no alarms occurring. The complaint of a motor rewind issue was not duplicated during testing. Unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.